Manufacturer narrative:
(B)(6) 2019. (B)(6) 2019. (B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the ventilator touch screen was insensitive no patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR: 19mar2019. Multiple attempts were made to obtain additional information, repair/service of the device that have been unsuccessful. No parts were returned to philips for evaluation, therefore, a root cause could not be established. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 06/05/2019. Date received by manufacturer: 06/14/2019. Failure analysis on the returned touch screen shows that the touchscreen is out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.